Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) was not working. The epg passed incoming testing. It was confirmed that multiple external components of the epg were broken. At the request of the customer, the epg was returned unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not working and had a broken chassis and button. The epg was returned for service. There was no patient involvement.